Manufacturer narrative:
The table is large and within the labeling it is recommended that the user has two people moving the table. Additional evaluation of activities will be taken and will advise upon completion. (B)(4).

Event description:
During the movement of the operating room table from storage, the rn ran over her foot, there was no serious injury.